Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1n141757 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient called the therapy support specialist asking for assistance with their stimulator. During the call the patient mentioned they have a urinary tract infection (uti) and started antibiotics. The next course of action is the local representative will follow up with the patient. The clinical specialist (cs) does not have the information of the physician confirming if the uti is device related. However, the cs said they are not sure how the patient's device could be the cause of the uti unless the patient was retaining, which their symptoms do not show that. The cs provided an update and said the physician said it is not device related.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient called the therapy support specialist asking for assistance with their stimulator. During the call the patient mentioned they have a urinary tract infection (uti) and started antibiotics. The next course of action is the local representative will follow up with the patient. The clinical specialist (cs) does not have the information of the physician confirming if the uti is device related. However, the cs said they are not sure how the patient's device could be the cause of the uti unless the patient was retaining, which their symptoms do not show that. The cs provided an update and said the physician said it is not device related.